Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator inoperative alarm. There was no harm or injury reported. On device evaluation, the customer complaint of a ventilator inoperative alarm was confirmed. Ventilator inoperative error code e-155 was present in device error log indicating the machine flow sensor drift was above specification. It was reported the machine flow sensor and the system printed circuit board assembly were replaced to address this issue. The unit passed final testing after maintenance and repair. Additional findings not related to the malfunction/issue: the in-line proximal filter was clogged with dust and required replacement. Four-year preventative maintenance was completed with required component replacement.

Manufacturer narrative:
The reported failure of trilogy evo ventilator machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.